Event description:
It was reported that the customer had high blood glucose and the insulin pump is not delivering the insulin accurately. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.